Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for noise and high impedance. The patient underwent a lead revision and the problem was determined to be due to a "bad" connection between the lead pin and implantable cardioverter defibrillator (ICD) header at the time of device change. The lead and device were reconnected. The lead and device remain in use. No patient complications have been reported as a result of this event.